Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation. Device has been explanted. This record is for the left side.

Event description:
Healthcare professional reported a deflation. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crack opening and crease fold. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identified opening crack. Based on the device analysis, the final assessment is a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: h.3., h.6.